Event description:
A user facility registered nurse (rn) reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with the rn. The blood leak occurred about two hours into the patient¿s treatment. The machine, a fresenius 2008t machine, alarmed with an air detector alarm. The staff noticed blood leaking from the tubing in the blood pump. There were no leaks during the priming phase. The patient¿s blood was able to be returned from the arterial side only. Their estimated blood loss (ebl) was 250 ml. The machine was re-setup with new supplies so the patient could continue their treatment. When the bloodline tubing was removed from the machine, a nick was found on the tubing in the same area where the leak was coming from. After restarting with new supplies, the patient was able to complete their treatment without further incident. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with the rn. The blood leak occurred about two hours into the patient¿s treatment. The machine, a fresenius 2008t machine, alarmed with an air detector alarm. The staff noticed blood leaking from the tubing in the blood pump. There were no leaks during the priming phase. The patient¿s blood was able to be returned from the arterial side only. Their estimated blood loss (ebl) was 250 ml. The machine was re-setup with new supplies so the patient could continue their treatment. When the bloodline tubing was removed from the machine, a nick was found on the tubing in the same area where the leak was coming from. After restarting with new supplies, the patient was able to complete their treatment without further incident. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A shipping history search was performed to identify all lot numbers with the reported catalog number that were delivered to this dialysis unit in the three (3) months prior to the complaint occurrence date. The search yielded no results. Therefore, an investigation of the device history records (DHR) could not be performed. Furthermore, there were no photos or videos provided for review. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.